Event description:
The patient had a catheter revision recently; the date and reason were not provided. At the next two refills, there was no volume discrepancy. Then on (B) (6) 2010, the actual residual volume was greater than the expected residual volume; they had 18 ml more than expected. The physician did a catheter and roller study and everything was "fine", but during the dye study, he initially was able to aspirate and inject, but then he had difficulty injecting into the catheter access port (cap). The physician was concerned that there was an issue with the cap. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).